Event description:
It was reported that the pump touch screen lit up but was not displaying any visible information, affecting the customers' ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.